Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 560 mg/dl. The customer was assisted with troubleshooting. Customer states the reservoir was stuck on the insulin pump and the tubing fall off from the reservoir. The insulin pump will not be returned for analysis and transmitter will be returned for analysis.

Manufacturer narrative:
.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 560 mg/dl. The customer was assisted with troubleshooting. Customer states the reservoir was stuck on the insulin pump and the tubing fall off from the reservoir. Customer did not state if they were using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated section b5.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 560 mg/dl. The customer was assisted with troubleshooting. Customer states the reservoir was stuck on the insulin pump and the tubing fall off from the reservoir. Customer did not state if they were using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.